Manufacturer narrative:
One unit is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
During an emergency angioplasty procedure the device would not fit inside the boston cls guide catheter. The physician chose to directly stent the culprit artery and treat the patient's thrombus using anticoagulation medication. The thrombolytic therapy was successful in thrombus reduction for the patient. No damage to bodily functions or structures reported.

Manufacturer narrative:
One device was returned for evaluation. The product was examined visually. No manufacturing defects were noted for the returned product. The complaint is unconfirmed. No definitive root cause could be determined. The complaint database was reviewed and no additional complaints for this lot number were found. The device history record was reviewed and no exception documents were found.